Manufacturer narrative:
(B)(4).

Event description:
Procedure: breast reconstruction. According to the reporter: the power to the handle stopped and a strange loud sound was heard. Suddenly, the tip of the hook probe broke off. There was no extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue. The piece fell into pt cavity but was retrieved from the pt.